Event description:
It was reported that a vns pt experienced drainage at the chest incision site and pain when the left arm was moved. This led the treating physician to determine that the pt had an infection at the generator site. The physician determined that pt manipulation of the incision site caused the infection. The pt was treated with antibiotics and sent to wound management in an attempt to save the vns device. When the pt was seen at a follow-up appointment approximately one month later, the infection had cleared and the incision site was well healed. Review of device history reports for both the generator and lead confirmed that the devices were sterilized prior to distribution. The device was explanted in 2007 even after the infection resolved, due to the mother's election because of the patient's coughing at night keeping her awake. Pt recently has been re-implanted with a new system.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.